Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the customer reported event was confirmed due to a damage ccd unit however, a definitive root case could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited distortion and horizontal lines in the image. There was no patient harm reported.